Manufacturer narrative:
Reported event: an event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Method and results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from manufacturing date of product to present for similar reported events related to ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update: it was reported that the patient's right hip was revised due to pain. Intra-operatively, a small amount of corrosion was noted at the stem/ neck junction (inside the neck). The stem, neck and femoral head were revised to a restoration modular stem and neck, and a new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update: it was reported that the patient's right hip was revised due to pain. Intra-operatively, a small amount of corrosion was noted at the stem/ neck junction (inside the neck). The stem, neck and femoral head were revised to a restoration modular stem and neck, and a new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.